Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the lot history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the operator, who is trained in use of the device, attempted a common femoral arteriotomy closure using the starclose device after an unknown interventional procedure. The clip was fired at an 85 degree angle and became hard stuck. On removal, there was tissue between the delivery tube and clip. The clip stayed on the locator wings and came out with the device. Hemostasis was achieved with manual compression. The operator regloved and re-prepped the puncture site prior to the procedure. The patient was not anticoagulated. No additional information is available.